Manufacturer narrative:
Product complaint #: (B)(4). Section b5: additional information received indicated that five coils were previously implanted during the procedure. There had been no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Three attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The vessel was not excessively tortuous or with acute bends. The event did not result in any injury to the patient. There was no procedural delays due to the event. Complaint conclusion: as reported by the field, the physician used a freeform mini 1mm x 2cm coil (mcr091020, 30982991) for a middle cerebral artery (mca) bifurcation aneurysm. However, the coil did not detach. The physician first tried detaching using the detachment handle and then did a manual break using the correct method, but it still did not detach. He then pulled the coil out of the patient. Coil was used with a stryker sl10 microcatheter. There were no surgery delays due to the event. Additional information received indicated that five coils were previously implanted during the procedure. There had been no resistance during advancement of the device through the microcatheter or positioning difficulty in the aneurysm. Three attempts were made using the detachment handle. There was no damage to the embolic coil or any device component. The vessel was not excessively tortuous or with acute bends. The event did not result in any injury to the patient. There was no procedural delays due to the event. A non-sterile freeform mini 1mm x 2cm coil was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the coil was still attached to the delivery unit. No deformations or defects were noted on the detachment tube nor the loop wire. No contamination was noted on the distal end. The pull wire was broken at 3 cm from the proximal end of the main delivery tube. The pull wire was noted to be slightly translated less than nominal manufactured position. The manual break was attempted at the proper location. A functional detachment test was performed in which the detachment force of the embolic coil reached 69 gf. Microscopic inspection on the puller wire revealed the kink feature being located at 6.8 cm from the distal end. An ablation pattern was noted 31 mm from the kink location to the distal end. The pull wire outer diameter (od) was measured and found to be 0.00226 inches. No pfte delamination nor unintentional weld were noted. The puller wire broke at 12 mm into the proximal ablation zone. No evidence of glue or pebax reflow on the distal end of the peek tube were noted. The peek inner diameter dimensions were confirmed within specifications, and the force to translate the kink feature through the proximal peek tube was 13.6 gf. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The issue reported regarding the difficulties detaching the embolic coil was confirmed by the evidence of detachment attempts and broken pull wire. The location of the broken pull wire indicates that the failed detachment was likely caused due to unexpected sources of friction within the system. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. A non-conformance was initiated to investigate this issue, no CAPA activity is required at this time. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: 1. Remove the detacher from the protective packaging and place it within the sterile field. The detacher is packaged separately for single patient use only. 2. Confirm again under fluoroscopy that the coil alignment marker of the delivery tube creates a ¿t¿ with the proximal marker of the microcatheter. 3. Verify that the rhv is firmly locked around the delivery tube to ensure that the coil does not move during connection process. Ensure the delivery tube is straight between the rhv and the detacher. 4. Hold the delivery tube approximately 3 inches from proximal end and bring the detacher over the delivery tube until a firm stop is felt. 5. Maintain the delivery tube position within the detacher and use a thumb to pull back the slider on the detacher. 6. Continue to pull on the slider until end of travel or a click is heard. Gently release the slider until it returns to starting position or a second click is heard. Remove detacher by slowly withdrawing it from the delivery tube. Note: detacher must remain in sterile field until the procedure is completed. 7. Fluoroscopically verify that the coil is detached by gently pulling back the delivery tube approximately 1cm. If the coil has detached, remove the delivery tube from the microcatheter. 8. If the coil has not detached, repeat steps 3-7. If 2 unsuccessful detachments occur, discard the detacher and proceed to the manual break section. 9. Repeat steps 1-8 until the procedure is completed. Discard the detacher. Caution: always perform fluoroscopic verification of detachment prior to withdrawing the delivery system fully. Failure to do so may lead to an embolic complication. 10. After detaching the coil, remove the delivery tube from the microcatheter and discard. 11. Repeat the above sequence for all additional coils until the procedure is complete. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, the physician used a freeform mini 1mm x 2cm coil (mcr091020, 30982991) for a middle cerebral artery (mca) bifurcation aneurysm. However, the coil did not detach. The physician first tried detaching using the detachment handle and then did a manual break using the correct method, but it still did not detach. He then pulled the coil out of the patient. Coil was used with a stryker sl10 microcatheter. There was no surgery delays due to the event.